Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent power issue. The pump has lost power several times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: during investigation, a review of the pump history showed evidence of multiple pump reboots prior to complaint date. During evaluation, two battery compartment cracks were observed. There was no evidence of moisture contamination inside the battery compartment. The battery cap was not returned with the pump; a test cap was used for all testing. No power loss was observed during testing. The pump was exercised with a test cap for 24 hours with no power loss or battery related warnings occurring. The pump case was removed and no evidence of moisture or loose components were identified inside the pump. No evidence of intermittent contact with the battery terminal contacts was observed. Unrelated to the complaint, evaluation revealed a dim, discolored display screen. The keypad was found to be intact with no peeling observed. Also un related to the complaint, evaluation revealed that the up arrow, down arrow, and contrast keys were intermittently unresponsive. The ok key responded appropriately. The keypad was removed and evidence of contamination was found under up arrow, down arrow and contrast key contacts. The complaint of intermittent power was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.